Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® edge¿ safety device did not cover the needle and the needle was exposed. The issue occurred after the patient was injected. No injury was reported.